Event description:
It was reported that the patient experienced muscle stimulation and presented in clinic for follow-up in backup vvi. After a device software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.